Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. Gmb-aci-complaint-handling@cardinalhealth.com. Complaint conclusion. It was reported that a 6/7f mynxgrip vascular closure device (vcd) that several times that the plug came back with the white advancer tube. This mynx device was used directly in the superficial femoral artery (sfa) because of a prostheses in the groin. The groin had some scar tissue. The deployer is a certified user on the mynx devices. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedural sheath was on the catheter, flushing to the shuttle cartridge¿s distal end. The sealant and the advancer tube were not returned with the device. The catheter and shuttle cartridge was also inspected for anomalies that may have contributed to the reported event. No damages or anomalies were observed. The tamp locks were inspected at high magnification for damages that may have contributed to the reported event. No damages were observed. The advancer tube and the sealant were not returned; therefore, a shuttle down step to determine if any damages or malfunction to the sealant and/or the advancer tube may have contributed the reported event could not be performed. The balloon was fully inflated with water and pressure was maintained. The distance from the catheter shaft¿s distal end to the proximal tamp lock¿s distal end and distance between the proximal and distal tamp locks were measured and noted to be within specification. Review of lot f1709001 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported as ¿failure to deploy¿ was not confirmed. Per the mynx instructions for use (IFU), lbl9288-rev. B, if the shuttle is not advanced until a definitive stop is felt, the advancer tube will not be engaged to the proximal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, without the return of the whole device for a physical evaluation, the event reported as the plug came back with the white advancer tube could not be confirmed and the root cause could not be conclusively determined. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that a 6/7f mynxgrip vascular closure device (vcd) that  several times that the plug came back with the white advancer tube. The product is available for return. This  mynx device one was used directly in the sfa because of a prothese in the groin. The groin had a little scar tissuethe deployer was certified user on mynx devices. ¿